Manufacturer narrative:
(B)(6). The device evaluation summary was completed on september 7, 2020. An analysis was performed on the pictures that were provided by the customer. According to pictures, the tip was observed semi-deflected with piston up. The customer complaint was confirmed. The product analysis was performed as appropriate in order find root cause of the complaint. The returned device was visually inspected and it was found that the tip was broken in the the tip -spine cover seal area. Internals parts were exposed. Polyurethane residues were observed on the internal and external fusion area. Then per the event, a deflection test was performed and the catheter passed. A manufacturing record evaluation was performed for the finished device 30319200l number, and no internal actions was found during the review. The customer complaint cannot be confirmed. The root cause of the broken tip cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures. It could be related to the handling of the device during the procedure; however, this cannot be conclusively determined. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial flutter (afl) procedure with a pentaray nav high-density mapping eco catheter and the biosense webster, inc. Product analysis lab observed the tip broken. Initially it was reported that during the procedure, the catheter could not deflect to specification. A second catheter was used to complete the procedure. There was no patient consequence reported. The curve inadequate issue was assessed as not MDR reportable. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote. The biosense webster, inc. Product analysis lab received the device for evaluation and observed on september 4, 2020 that the tip was broken in the tip -spine cover seal area. Internals parts were exposed. Polyurethane (pu) residues were observed on the internal and external fusion area. The tip broken was assessed as an MDR reportable issue. The awareness date for this lab finding is september 4, 2020.